Event description:
It was reported that this right ventricular (rv) lead exhibited high capture threshold above 3 volts, and there was occasional noise on the shock channel. The patient did not want to undergo cardiothoracic surgery, therefore, the lead was not explanted, it was surgically abandoned and a new lead was implanted as replacement. No additional adverse patient effects were reported.